Event description:
A literature report was received by shockwave medical japan via the cvit 2024 abstracts. A 57-year-old male was admitted for shortness of breath on exertion. Echocardiography showed circumferential akinesis below the left ventricular papillary muscle and a left ventricular ejection fraction (lvef) of 15%. After the patient's condition was stabilized, coronary angiography (cag) was performed, and a coronary artery three-vessel lesion was found. Percutaneous coronary intervention (pci) for a lesion #6 in the left anterior descending artery (lad) with 99% stenosis was performed first. An intravascular ultrasound (ivus) revealed lesions #6-7 with a 270-degree calcification, and intravascular lithotripsy (ivl) was selected due to a calcification score of 3. A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat the lesion and delivered 80 pulses at 4 atm. After treatment, lesion #9 progressed from 90% to 99% stenosis. Wiring to lesion #9 only entered the false lumen, resulting in temporary loss of flow, chest symptoms, and st elevation. The entrance was somehow wired into the true lumen, but there was a dissection in the spiral, and wiring could not be passed to the periphery. Stenting in the main trunk, and the jailed balloon technique managed to avoid obstruction. Thrombolysis in myocardial infarction (timi) 3 flow was finally obtained, but significant stenosis remained in lesion #9. The procedure date, patient status, and lot number of the ivl device are unknown.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on a review of the event by shockwave medical safety, the event was determined to be definitely related to the procedure. There is a possible relationship to the ivl device; however, this could not be definitively confirmed with the information available. Therefore, the cause of the reduced blood flow, chest pain, dissection, and st elevation could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Manufacturer narrative:
This follow-up report is submitted to make corrections to the annex e health impact codes. Per clarification with the reporter, obstruction/occlusion occurred, and chest pain did not occur. Therefore, "obstruction/occlusion" was added to annex e and "chest pain" was removed from annex e.

Event description:
This follow-up report is submitted to make corrections to the annex e health impact codes. Per clarification with the reporter, obstruction/occlusion occurred, and chest pain did not occur. Therefore, "obstruction/occlusion" was added to annex e and "chest pain" was removed from annex e.